Manufacturer narrative:
The original surgery billing invoice listed two versa dial standard taper adaptors; however it is unknown which part and lot number the patient received, therefore both implants have been investigated and reported. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 8 mdrs filed for the same patient (reference 1825034-2016-05005 / 05007 / 05008 / 05010 / 05011 / 05012 / 05013).

Event description:
It is reported that the patient is scheduled to undergo shoulder arthroplasty revision due to unknown reasons.